Event description:
De niet et al 2019: (zilver) "geometric changes over time in bridging stents after branched and fenestrated endovascular repair for thoracoabdominal aneurysm". Twenty-eight patients with a median age of 70 years (interquartile range [iqr], 67-77 years) were included. All patients with a taaa or paaa involving the visceral arteries treated with b/f-evar between november 2004 and june 2011 to have adequate follow-up were included. To prevent spinal cord ischemia, spinal drainage was performed at 10 ml/h for 72 hours in combination with maintaining the mean arterial pressure at a level of 90 mm hg. Based on thin-cut (0.75-mm axial slices) computed tomography angiography (cta), a customized three-part cook zenith system (cook medical, bloomington, ind) was manufactured. Branch design is usually standard, being 18 or 21 mm in length, depending on the distance to the target vessel, and 6 or 8 mm in diameter, depending on target vessel diameter. The length of the bridging stent was chosen to fully cover the branch from within to bridge the distance between the branch and the origin of the target vessel and approximately 20 mm of stent length inside the target vessel. Covered balloon expandable stents were used to bridge between branch or fenestration and target vessel. Nitinol self-expandable stents were used to support the bridging stent when required. Follow-up included cta (0.75-mm axial slices) and outpatient visit at 6 weeks and annually or earlier in case the clinical presentation suggested a device related adverse event. Patient had occlusion of the right renal artery (rra) and superior mesenteric artery (sma) at 5.7 years and subsequently died.

Manufacturer narrative:
PMA/510(k) #p050017/s002 and s003. B.3 date of event: between november 2004 and june 2011. Device evaluation: the zilver 635 self-expanding vascular stent device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document based investigation was conducted. Document review: prior to distribution zilver 635 self-expanding vascular stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the relevant manufacturing records could not be conducted as the lot number is unknown. There is evidence to suggest that the customer did not follow the instructions for use (ifu0041-7). "Multiple stent placement: if placement of more than one stent is required, the following recommendations should be considered: the stent must not be in contact with metals other than nitinol. Please take this into consideration if the patient already has a metal stent". Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to user error as there was a metal stent in the patient, and the zilver 635 self-expanding vascular stent should not have been used for overlapping with this stent as the metals are dissimilar and can cause corrosion. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient died. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Supplemental correction report is being submitted due to a review of the complaint file on 01-may-2025. The following fields have been updated - imdrf coding. - investigation evaluation notes. - description of event. This complaint is related to (B)(4) and captures 01 instance of occlusion in the right renal artery and the sma. Device evaluation: abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. The device evaluation of the zilver 635 self-expanding vascular stent device of unknown rpn and unknown lot number involved in this complaint could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted document review: prior to distribution ziv devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records could not be completed as the lot number is unknown. Instructions for use/label: instructions for use ifu0041 which accompanies the device states the following: "this product is intended for use in the iliac arteries for the following treatments: ¿ arteriosclerotic stenosis ¿ total occlusions that have been recanalized". There is evidence to suggest that the customer did not follow the instructions for use. From the information provided, it is known that the device was used in the superior mesenteric artery (sma) and used to elongate or to strengthen the branch or previous stent in the sma and renal arteries. Root cause review: a definitive root cause of abnormal use can be concluded based on the available information. From the information provided, it is known that the device was used in the superior mesenteric artery (sma) which is not the intended target location for this device. Also, the device was used to elongate or to strengthen the branch or previous stent in the sma and renal arteries, which is not the intended use for this device. As this device has not been tested for use in this area and/or for this purpose, it is unknown how the device will function in this area. Product manager input states that the use of this device for any purpose outside of the iliac arteries would be considered off label use. Clinical advisor input states that the use of this device in the sma and for the purpose of elongation or to strengthen the branch or previous stent in the sma and renal arteries, would have caused or contributed to the occlusion noted, along with the patients pre existing conditions. The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. As previously mentioned, the IFU stated that the device is intended for use for arteriosclerotic stenosis and total occlusions that have been recanalized in the iliac arteries. Please note, the device use in the renal arteries prior to june 2018 was considered to be on label use. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: according to the initial reporter, this complaint was raised from literature paper de niet et al 2019: (zilver) "geometric changes over time in bridging stents after branched and fenestrated endovascular repair for thoracoabdominal aneurysm". Twenty-eight patients with a median age of 70 years (interquartile range [iqr], 67-77 years) were included. All patients with a taaa or paaa involving the visceral arteries treated with b/f-evar between november 2004 and june 2011 to have adequate follow-up were included. A customized three-part cook zenith system (cook medical, bloomington, ind) was manufactured. Branch design is usually standard, being 18 or 21 mm in length, depending on the distance to the target vessel, and 6 or 8 mm in diameter, depending on target vessel diameter. The length of the bridging stent was chosen to fully cover the branch from within to bridge the distance between the branch and the origin of the target vessel and approximately 20 mm of stent length inside the target vessel. Covered balloon expandable stents were used to bridge between branch or fenestration and target vessel. Nitinol self-expandable stents were used to support the bridging stent when required. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient had occlusion of the right renal artery (rra) and superior mesenteric artery (sma) at 5.7 years and subsequently died. As per medical advisor, the occlusion would likely require intervention/additional procedures to prevent permanent impairment/damage. The patients death was likely caused by the patients pre existing conditions. Investigation findings conclude a definitive root cause of abnormal use was determined. (Used in the superior mesenteric artery (sma) and used to elongate or to strengthen the branch or previous stent in the sma and renal arteries). The user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device.

Event description:
Supplemental correction report is being submitted due to a review of the complaint file on 01-may-2025. The following fields have been updated: - imdrf coding. - investigation evaluation notes. - description of event. (Zilver) "geometric changes over time in bridging stents after branched and fenestrated endovascular repair for thoracoabdominal aneurysm". Twenty-eight patients with a median age of 70 years (interquartile range [iqr], 67-77 years) were included. All patients with a taaa or paaa involving the visceral arteries treated with b/f-evar between november 2004 and june 2011 to have adequate follow-up were included. To prevent spinal cord ischemia, spinal drainage was performed at 10 ml/h for 72 hours in combination with maintaining the mean arterial pressure at a level of 90 mm hg. Based on thin-cut (0.75-mm axial slices) computed tomography angiography (cta), a customized three-part cook zenith system (cook medical, bloomington, ind) was manufactured. Branch design is usually standard, being 18 or 21 mm in length, depending on the distance to the target vessel, and 6 or 8 mm in diameter, depending on target vessel diameter. The length of the bridging stent was chosen to fully cover the branch from within to bridge the distance between the branch and the origin of the target vessel and approximately 20 mm of stent length inside the target vessel. Covered balloon expandable stents were used to bridge between branch or fenestration and target vessel. Nitinol self-expandable stents were used to support the bridging stent when required. Follow-up included cta (0.75-mm axial slices) and outpatient visit at 6 weeks and annually or earlier in case the clinical presentation suggested a device related adverse event. Patient had occlusion of the right renal artery (rra) and superior mesenteric artery (sma) at 5.7 years and subsequently died.

Manufacturer narrative:
PMA/510(k) #p050017/s002 and s003. Date of event: between (B)(6) 2004 and (B)(6) 2011 . Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. [(B)(4)].

Event description:
De niet et al 2019: (zilver) "geometric changes over time in bridging stents after branched and fenestrated endovascular repair for thoracoabdominal aneurysm" twenty-eight patients with a median age of 70 years (interquartile range [iqr], 67-77 years) were included. All patients with a taaa or paaa involving the visceral arteries treated with b/f-evar between november 2004 and june 2011 to have adequate follow-up were included. To prevent spinal cord ischemia, spinal drainage was performed at 10 ml/h for 72 hours in combination with maintaining the mean arterial pressure at a level of 90 mm hg. Based on thin-cut (0.75-mm axial slices) computed tomography angiography (cta), a customized three-part cook zenith system (cook medical, bloomington, ind) was manufactured. Branch design is usually standard, being 18 or 21 mm in length, depending on the distance to the target vessel, and 6 or 8 mm in diameter, depending on target vessel diameter. The length of the bridging stent was chosen to fully cover the branch from within to bridge the distance between the branch and the origin of the target vessel and approximately 20 mm of stent length inside the target vessel. Covered balloon expandable stents were used to bridge between branch or fenestration and target vessel. Nitinol self-expandable stents were used to support the bridging stent when required. Follow-up included cta (0.75-mm axial slices) and outpatient visit at 6 weeks and annually or earlier in case the clinical presentation suggested a device related adverse event. Patient had occlusion of the right renal artery (rra) and superior mesenteric artery (sma) at 5.7 years and subsequently died.